Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally but data was insufficient to confirm the reported event. The reported devices was not returned to brézins for investigation, only the device log was provided. Upon first analysis, it was observed that from march 16th, 11h00 and march 17th, 01h03 only 8ml was perfused when, according to setting (@41ml/h), about 600ml should have been infused. However from data available, infused volume matches settings afterwards. Unfortunately, the most useful period of time is missing from the provided log. It seems that an issue occured during the printing of the log history which prevents us to see all the events during that specific period of time. Unfortunately, it is not possible to give a conclusion to this event with the information that are available to us. Only the reported device investigation could allow us to go further with our search for any functional issue. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "bionolyte bag (1000ml) placed on (B)(6) 2023 at 11h00 with a flow rate at 41ml/hr. Bionolyte bag empty (100ml left in the bag, instead of 355ml) at 02h45 on (B)(6). Not in agreement with the infusion pump which indicates that there is more left. At 05:30: bag empty again (about 100ml left) after change. Current state of the patient: blood pressure correct, diuresis increased +++. Change of bag + tubing + infusion pump." Reporting due to the referenced issue. No reports of any adverse effects sustained by the patient. More information is needed to complete the investigation.